Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. We were unable to perform displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. We were unable to verify alarm due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received several unexpected restart alarms during normal use. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.